Manufacturer narrative:
The patient is (B)(6) in height. An event regarding an acetabular loosening involving an unknown head was reported. Conclusion: it was reported hip shattered. However, the clinical consultant¿s medical review indicated patient was revised due to acetabular loosening. No allegations were made regarding the femoral head. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
Additional information: it was reported that the patient is experiencing pain and has difficulty walking after the revision surgery.

Event description:
It was reported that in 1986 patient had a bilateral thr. The left hip is ok. In 2004, the patient's right trident hip shattered. Patient looked it up online and saw information on (B)(6) 2008 recall. The doctor never told him about the recall and has since passed away (surgeon).

Manufacturer narrative:
The patient did not provide the catalog number and lot code of the devices explanted in 2004. The device was reported as an unknown head. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.